Event description:
It was reported that a spectrum pump alarmed an unk system error. Baxter's functionality testing discovered that the error was a system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. The motor assembly was replaced.